Manufacturer narrative:
Reported event an event regarding size/fit issue involving a tritanium patella was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon tritanium patella not able to be fully seated. Multiple attempts to fully seat including using press-fit clamp and button without success. Medial post sitting up and preventing the patella from sitting down nicely. The surgeon ended up having to cement a patella rather than press fit. Surgical delay: = 15 minutes. Case type / application: tka. Update: drills and templates used: mb drill bit with symmetric 36 patella template. Patient bone quality: very sclerotic, hard bone clamp used: tritanium patella clamp with symmetric 36 patella button followed by white tip patella clamp attachment on template/clamp handle as well as the circular clamp attachment. Patella implanted: the patella in question was not implanted. After unsuccessfully being seated, tritanium patella was removed and a symmetric cemented patella was implanted. The unsuccessfully implanted patella is now available for return.